Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 07/03/2023 under work order (B)(4) and shipped on 07/19/2023. Manufacturing record review: DHR-10067- 335530 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to cooper surgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to cooper surgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to cooper surgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. These adverse events are identified in the IFU and may also occur while navigating the pelvis during delivery. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Event description:
It was reported that an infant sustained diffuse scalp hyperdense swelling in the left temporoparietal and posterior parieto-occipital region upon birth. The mityone vacuum system was used during delivery. Initial diagnosis so far is that there no acute infarcts or brain hemorrhage. Infant was admitted to the nicu. No additional information is available. 100670 mityone (B)(4).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.